Manufacturer narrative:
(B)(4): information was not provided by the initial contact. The analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing.

Event description:
It was reported that during a laparoscopic appendectomy procedure with a white cartridge at the first firing. The cartridge fell out of the device after being placed in the abdomen while attempting to fire the device. Graspers were used to retrieve the cartridge. Another device was pulled to complete the case with no patient consequence.